Manufacturer narrative:
The complaint of a leak was confirmed, but the exact cause is unknown. Splits were found in the blue radiopaque stripe at the 32cm depth mark and approximately 0.3 inches distal to the 5cm depth mark. The leaks were detected two days after insertion. It is possible that the tubing was damaged at the time of insertion; however, the exact cause of the damage to the catheter is unknown. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #reth0670 showed no other similar product complaint(s) from this lot number.

Event description:
Inserted on monday (B)(6). Leaking wednesday (B)(6). Repaired thursday (B)(6). Trimmed, checked. No further leaks present at this time. Had both internal and external leaks. Leaking monday (B)(6). Replaced with new PICC monday (B)(6).